Event description:
The patient's spouse woke up and pt was having a seizure. Spouse called the emergency medical svs and then chekced pt's blood glucose using the suspect device. Pt's glucose result was 147 mg/dl. Within minutes the emergency medical technicians arrived and they checked pt's glucose with their equipment and the level was 63 mg/dl. They treated pt with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.